Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 530mg/dl. A pump system check was performed and it was discovered that the t:lock connection was leaking due to the customer not securing the connection tightly enough. Bg was addressed via intravenous insulin and saline. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
Per tandem user guide: check the tubing connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the tubing connection can result in under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.